Event description:
It was reported that the procedure was cancelled. A 12mm x 20cm interlock .035 coil was selected for use. During the procedure, the coil was inserted into the catheter. However, it could not pass the angulation of the internal iliac artery (iia) due to tortuosity. The procedure was not completed due to this event. There were no patient complications as a result of this event.